Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 20mm sapien 3 ultra valve in the aortic position, during deployment of the valve with the 20mm commander delivery system the delivery system balloon ruptured with full inflation at +1cc. The delivery system was removed without issue. No issue with valve alignment. The valve was post dilated with a 20mm true balloon. No patient complications. Patient doing well.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was evaluated, and the following was observed: longitudinal and j tear balloon burst observed. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual evaluation. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. However, the measurements show that the balloon wall thickness was within specification. Imagery was provided for review. 3 mensio was evaluated and the following was observed: calcification present in the stj and the landing zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on evaluation of the returned product. Available information suggests patient factors (calcification) and/or procedural factors (over inflation) likely contributed to the event as calcification was present in the stj and the landing zone and plus 1cc of volume was added. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.